Manufacturer narrative:
Contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited ?no disposable, clamp tubing". Per reporter residual volume was: 100.4, rate 130 ml 24 hrs and 149.7 was given. No adverse patient effects were reported. No additional information is available at this time.